Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9106637. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver insulin during use. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 320144 batch no.: 9106637. It was reported by a pharmacist calling on behalf of a consumer that nothing comes out of the needle during the flow test. Issue: pharmacist called on behalf of a consumer who stated she is a long term insulin user. He reported nothing came out during the flow test. Consumer uses new needle for his injection. He does not know if the consumer visually test the needle he will advise it next time. He stated pen needle was attached tightly, advised not to tighten too tightly. Read privacy statement. He stated he went thru the instructions at the pharmacy, some worked fine. Consumer follows her steps. He stated he has a box of 40 unused left by a consumer, he replaced the 5mm box. Requested to send 3 unused needle for a sample. Offered to replace the box.

Manufacturer narrative:
H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9106637. Investigation summary: customer returned (41) sealed/unused 32gx4mm bd pen needles from lot 9106637. Consumer reported nothing came out during the flow test. 30 out of the 41 returned pen needles were tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver insulin during use. This occurred on 5 occasions. The following information was provided by the initial reporter: material no.: 320144 . Batch no.: 9106637. It was reported by a pharmacist calling on behalf of a consumer that nothing comes out of the needle during the flow test. Issue: pharmacist called on behalf of a consumer who stated she is a long term term insulin user. He reported nothing came out during the flow test. Consumer uses new needle for his injection. He does not know if the consumer visually test the needle he will advise it next time. He stated pen needle was attached tightly, advised not to tighten too tightly. Read privacy statement. He stated he went thru the instructions at the pharmacy, some worked fine. Consumer follows her steps. He stated he has a box of 40 unused left by a consumer, he replaced the 5mm box. Requested to send 3 unused needle for a sample. Offered to replace the box.